Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: indication for use: it should be noted the hi torque guide wire instructions for use states: this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). This guide wire may also be used with compatible stent devices during therapeutic procedures. The device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Unique device identifier (UDI): in the absence of reported part and lot#, UDI can not be provided. The 2.0 x 15mm xience prox referenced, is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and a 2.5 x 15 mm non-abbott stent delivery system (sds) was advanced, but could not cross the lesion due to the calcification, and some resistance was noted during removal. The 2.0 x 15 mm xience prox sds was advanced, but also could not cross to the lesion due to the anatomy. During removal, resistance was felt with the anatomy, and the distal shaft separated inside the patient. The separated portion was removed with 2 balance middleweight (bmw) guide wires that were knotting together. The distal shaft of the sds, guide wires and guiding catheter were then removed together. No other sds was able to cross to the lesion. The patient remains in the hospital and will have an elective rotablation next week if symptoms remain. Returned device analysis found that one bmw (universal ii) guide wire was returned with a core separation. No additional information was provided.